Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during impaction of the cup, the screw tip fractured. All pieces were recovered and no harm to patient was reported. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: expiration date - product is non sterile, expiration date was previously reported incorrectly. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the lead threads of the hex bolt are fractured and missing. Thread damage is too severe for thread gauging. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.